Manufacturer narrative:
This is a final report. Complaint involved a delivery issue; hence no product will be returned for investigation. Test strip lot no: 1611910, date of manufacture: 04/28/2016, expiration: 05/31/2018. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer contacted adc on (B)(6) 2016 and reported a delivery issue involving replacement test strips. Caller had previously reported purchasing two boxes of adc freestyle lite test strips, but when the packages were opened the customer noticed that half of the test strips were cracked. Customer further reported that on (B)(6) 2016 she began to experience "dizziness," but because she had not received the replacement test strips she could not test. Customer was subsequently "rushed" to the hospital where she was reportedly treated with an unspecified amount of insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lots, 1611719 and 1611910, reported by the customer were tested with control solution. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint. It has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle strips were reviewed and the DHR showed the freestyle strips passed all tests prior to release. Retain testing was performed and the freestyle strip lot performed within specification. A tripped trend review was completed for the reported complaint and freestyle test strips. Although trips were observed, no further track and trend was required as there were no confirmed complaints. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer contacted adc on (B)(6) 2016 and reported a delivery issue involving replacement test strips. Caller had previously reported purchasing two boxes of adc freestyle lite test strips, but when the packages were opened the customer noticed that half of the test strips were cracked. Customer further reported that on (B)(6) 2016 she began to experience ''dizziness,'' but because she had not received the replacement test strips she could not test. Customer was subsequently ''rushed'' to the hospital where she was reportedly treated with an unspecified amount of insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint. It has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle strips was reviewed and the DHR showed the freestyle strips passed all tests prior to release. As the strip lot associated with this case was past its expiry date of may 31, 2018 at the time of investigation, retain testing could not be performed. A tripped trend review was completed for the reported complaint and freestyle test strips. Although trips were observed, no further track and trend was required as there were no confirmed complaints. If the product is returned, the case will be re-opened and a physical investigation will be performed. (Lot number) was incorrectly documented in the previous reports. Lot number has been updated.

Event description:
Customer contacted adc on (B)(6) 2016 and reported a delivery issue involving replacement test strips. Caller had previously reported purchasing two boxes of adc freestyle lite test strips, but when the packages were opened the customer noticed that half of the test strips were cracked. Customer further reported that on (B)(6) 2016 she began to experience ''dizziness,'' but because she had not received the replacement test strips she could not test. Customer was subsequently ''rushed'' to the hospital where she was reportedly treated with an unspecified amount of insulin. There was no report of death or permanent injury associated with this event.